Manufacturer narrative:
The following devices were also listed in this report: biolox 32 +4 femoral head; cat# unknown; lot# unknown 0° poly liner; cat# unknown; lot# unknown trident shell; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remain implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as photographs or return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to pain and elevated ion levels (the ions were not specified to the rep). A ceramic head and poly liner were revised to another ceramic head with sleeve, and another poly liner. During removal of the in situ ceramic head, an osteotome was used and ended up cracking the femoral head in half. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.